Manufacturer narrative:
The revision reported was likely the result of prosthesis fracture of the center cage leading to wear and loosening of the caged glenoid and subsequent abnormal articulation between the humeral head and center cage. Another contributing factor to the event could have been the reported possible infection. However, infection and the series of events cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the devices were not returned for evaluation and relevant product information was not provided. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the 70 y/o female patient was revised due to shoulder pain and possible infection. Patient components were all explanted and there were signs of metallosis from the darkened black tissue. Looked as if the center cage had snapped off the poly and the poly was not well fixated. The surgeon pulled out the glenoid with 2 fingers. The cage has broken off. All implants were removed. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due hospital does not release implants.